Event description:
During evaluation at bench, it was determined the speaker was not functioning. Upon further evaluation, a broken battery wire was found and determined as cause of the speaker failure. The device was not in use on a patient at the time of the event. Philips replaced the system board and proactively replaced the speaker. The device passed all functional testing.